Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Interrogation of the device with a programmer confirmed it was in safety mode. After resetting the device, normal telemetry could be established and the deice was observed to be in primary mode operation. The device was put through and passed the returned products test except for the real-time-clock. This failure is expected due to the device being in safety mode. Analysis was able to confirm the allegation made against the device in the field.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, prior to a routine generator changeout, this pacemaker was interrogated and found to be in safety mode. This product was never in service and will be returned for analysis. There was no patient involvement.